Manufacturer narrative:
The reason this revision surgery was performed was the result of a dislocation after 12.7 years causing the removal of the liner, screw and head. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 691571. A total of three complaints have been submitted against this part number. One complaint was for dislocation, one for lack of joint motion and this complaint. The investigation reports the patient had a dislocation but offers no root cause explaining the circumstances of the dislocation. This event is deemed to be non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery -due to the patient's hip dislocating; the surgeon removed the liner, screw and head